Event description:
Customer called to report a hospitalization due to high blood glucose. Customer stated that while in the physician's office, tried to deliver a bolus. The insulin pump had shown that bolus was delivered, but insulin did not come out of the tubing. Customer stated that the paramedics were called previously to his office visit. The blood glucose reading at the time of the event was over 500 mg/dl. Customer was vomiting and thirsty. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.